Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, an operation to remove a variable angle two column plate was performed. When the surgeon tried to remove variable angle locking screw at distal ulna side, the screw broke. The screw thread remained in the patient's body. The surgeon was able to remove the broken screw and plate at the end. There was no report of a surgical delay. This report is for an unknown screw. This report is for 1 of 1 complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Mfg investigation: the investigation of the broken locking screw shows that the screw head is shared off from the shaft due to excessive applied mechanical force. We have to assume that overloading situation caused the breakage due to high applied torsional force which may have been needed to extract the screw. Excessive applied force while removal procedure may be the most possible reason for this breakage. As we are not sure which screw and lot no. Is affected, DHR investigation is not possible. No product fault could be identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.